Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an issue with the insulin pump rewind not working as it should. The customer also reported that the insulin pump failed the displacement test. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed, including verifying the use of the correct infusion set and reservoir, confirming it was not the outdated p-cap connector; the customer was advised that the insulin pump would be replaced. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, active current measurement, and self test. Unit passed dat at 0.0873 inches. Pump received with high sleep current measurement. No rewind anomaly noted during testing. Pump memory was reviewed and found no rewind alerts or alarms on the event date. Successfully downloaded history files and traces using thump and no relevant alarms were noted in the history files or traces. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test sc1-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case (minor). The customer¿s alleged rewind anomaly was not confirmed during analysis. Device test failed confirmed due to high sleep current measurement. Pump received with a high sleep current measurement, problem isolated to electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.